Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that they saw the patient on (B)(6)2016. An x-ray was performed and no anomalies were observed. Electrode 0 could not be used for stimulation when tested. They had not been using that electrode in the program the patient had. The hcp saw no fracture. Most of the pain was due to the site/mechanical injury from the fall, which had subsided by (B)(6) 2016. Upon reassessing therapies, the manufacturer representative found the original one working fine and added 2 more. Since the patient also used this for pelvic pain, they required somewhat higher intensities. The patient was satisfied at the end of follow-up.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient fainted and fell on the cement floor and had painful zapping in the area over top of the device on (B)(6) 2016. It was recommended that if they could, the patient should shut the device off. The patient was advised to contact their health care provider (hcp), but the office was closed until (B)(6) 2016. A message was sent to the local clinical specialist and manufacturer representative to contact the patient. The issue was not resolved at this time. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with injury. The manufacturer representative further reported that they were going to call the patient. After the fall the patient had painful stimulation and electrode 0 was greater than 4000 ohms, but wasnt needed. The manufacturer representative added case positive and 2 negative in place of one of the programs. The patient should try other programs and decrease intensity if possible. They didnt know what the other programs looked like. They found a couple of possible electrode pairs that were worth trying. The patient would have an x-ray to find out what was going on. The manufacturer representative would notify the hcp to expect the patient to call and set up an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.